Manufacturer narrative:
Method: film.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 10 cm in diameter iliac aneurysm. The patient¿s vessel tortuosity was moderately tortuous and there was mild calcification. It was reported that the patient presented emergently to the hospital and the physician determined that open repair was not an option. The physician implanted the endurant ii aui with no issue however, while trying to advance the spindle forward, it got caught on the supra renal stents. The physician tried counter clockwise rotation of the delivery system then turned clockwise resolving this issue. On the final angiogram, a type1 endoleak was observed. The physician ballooned however, the endoleak was still present. An endurant ii cuff was implanted to resolve the type I endoleak. The same issue occurred however, counter clockwise rotation, bringing stiff wire back and clockwise rotation did not resolve the issue. The physician became very concerned as the option to convert to open repair would lead to patient death. The physician decided to go outside IFU and used back wheel to recapture the taper tip while the spindle was in between the supra renal stents and was successfully removed. The type I endoleak resolved and the patient is doing well.

Event description:
Film review analysis: cta images from pre-implant showed that the proximal neck diameter just below the lowest left renal was approximately 21x22mm. The neck was mildly angulated, but was lined with calcification. The maximum aaa diameter was 4cm and the aaa was calcified. The left common iliac aneurysm diameter measured approximately 10cm and contained thrombus. The right external iliac was tortuous, the left iliac was fairly straight but was calcified. Angio images at implant showed that the aui went up the left side, and was implanted approximately 5mm below the renals. Images during deployment and delivery system removal were not seen in the films. Post aui implant showed contrast in the sac. The type of endoleak could not be confirmed. Could not rule out a proximal type I endoleak, and there was also a possible type IV endoleak which was seen as "jetting" near the tapered section of the aui. The next set of images showed that an endurant cuff had been implanted near the same level as the bifurcate; just below the renals. No endoleak was seen following implant of the aortic cuff. No stent graft issues were seen with any of the implanted devices. Images during stent graft deployment and delivery system removal for both the aui and cuff were not seen in the films, and the cause of the reported removal difficulties could not be determined. It is possible that the neck calcification may have contributed to a proximal type I endoleak.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (removal difficulties), (unknown cause of event), failure to follow instructions (used back wheel to recapture the taper tip while spindle was in between supra renal stents), unapproved use of device (treatment of a common iliac artery aneurysm). Conclusion: (unknown cause of event), known inherent risk of a procedure (removal difficulties), off ¿label, unapproved or contraindicated use (treatment of a common iliac artery aneurysm), failure to follow instructions (used back wheel to recapture the taper tip while spindle was in between supra renal stents).